Event description:
It was reported that the patient felt a shocking feeling when trying to communicate with the implantable neurostimulator (ins). It was noted that the patient had to press very had to try to communicate. It was noted that impedances were done at 0.75 and 1.5 volts and looked fine in the 600 to 700 ohms range. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4) implanted: (B)(6) 2011, product type: extension. Product ID 3777-60, serial# (B)(4) implanted: (B)(6) 2009, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial#(B)(4) implanted: 2009, product type: recharger. Product ID: 377860, lot# v005476, implanted: (B)(6) 2009, product type: lead.